Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2022. Cause of death was not provided. The clinical specialist reported a pump stop on (B)(6) 2022. A review of the log files found backup battery fault alarms at 12:00am on (B)(6) 2022. The driveline was disconnected at 12:05am. It was noted that the system controller was running an older version of the software (1.4) that results in low power advisory alarms whenever the patient changes power sources. Related MFR report #: 2916596-2022-10723.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via review of the submitted and downloaded log files, collectively containing information spanning approximately 3 days (22mar2022 to 26mar2022 per timestamp). At 0:00:03 on 26mar2022, a backup battery fault was activated due to the backup battery surpassing its expiration date. This alarm remained active throughout the remainder of the data. A few minutes after the activation of the backup battery fault, the driveline was disconnected from the primary controller (serial number: (B)(6) in what appeared to be an attempted controller exchange at 0:05:54. This driveline disconnection resulted in stoppage of the pump, which has been evaluated further under the pump¿s investigation. The backup controller (serial number: (B)(6) was observed to be powered on several minutes later at 0:08:23; however, the driveline remained disconnected from either controller throughout the remainder of the data. The primary heartmate 3 system controller serial number: (B)(6) and 11v backup battery serial number: (B)(6) were returned for evaluation. The reported backup battery fault was reproduced during testing of the returned products, and the fault was confirmed to be related to the battery exceeding its expiration date. Testing of the returned battery revealed that it was able to operate a mock loop as intended, despite the active alarm. The system controller was then functionally tested alongside a test backup battery as well as known working test equipment, and was found to perform as intended. The root cause of the reported backup battery fault was determined to be the battery exceeding its expiration date. According to the heartmate 3 instructions for use (IFU), depending upon the patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before mandatory expiration date. The system monitor displays information about the backup battery charge level and the time remaining before its mandatory replacement date. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ provides instruction on the appropriate actions to take when resolving all alarms that may sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section 6 "equipment maintenance" describes how to care for and clean all equipment, including the system controller. The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states that although rechargeable, the backup battery has a limited lifespan. The lifespan of a backup battery is 36 months from manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly remove or install a backup battery within the controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller was first shipped to the customer on 16dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No additional information available from the patient's family as no one had witnessed the event.